Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery ¿died¿ resulting in continuous glucose monitoring data no longer showing up on the pump screen. There was no reported adverse impact to the customer's blood glucose level. During follow up with tandem technical support, contact reported customer was unavailable. Tandem technical support attempted to follow up a second time with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.